Event description:
Mobility lift on van malfunction. The pressure plate that causes an audible alarm to sound and a visual light displayed did not sound or display during the time that the pt was being unloaded from the van with the lift in the down position. This resulted in the pt rolling in the wheelchair through the open back door with the lift on the ground and not in the proper elevated position. Because of this failure, the driver did not recognize that the lift was down, causing severe and life threatening injury to the pt.